Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise on the atrial lead which was reproducible with isometrics. The patient expressed that they felt muscle stimulation/tingling sensation prior to arrival. Testing and device interrogation revealed no muscle stimulation. No changes or intervention was performed. The patient condition was stable.